Event description:
The following has been reported: biomed reported: "red service needed error." Patient harm: no. A preliminary review of the logs identified the following issue: electrical hardware failure (12v). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for red pump alarm "service needed" error. A mock infusion was attempted and alarmed after the pneumatics cycled. The log files indicated a 12v failure. After confirming the voltage was correct on all power points the pump was reverted to bring up mode and bring up tests were run. The pump failed at recharge test pointing to a pneumatic issue. The pneumatic valves were changed but the error continued. The tank body was examined for cracks, and was changed due to damage. The pump passed recharge test after the tank body was changed. Additionally, the keypad on the handle is damaged and will need replaced. After repairs have been made the pump will be sent to the test line for full functional testing.